Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii proximal seal did not load properly. A new kit was used to complete the procedure. There were no patient effects. The product is returning.

Manufacturer narrative:
Investigation summary: the device was returned to cardiac surgery on (B) (6) 2010, for investigation. A visual inspection revealed that the seal remained in the loading device, and the plunger was not depressed. This issue is being investigated through the maquet CAPA process. A supplemental report will be submitted when the investigation is completed. (B) (4)